Event description:
It was reported that the et45g and six zr45g reloads were used during a thorascopy procedure. It was reported that the first firing worked. The next five did not work. Half of the staples did not form. There was no patient consequence. It is unknown how the case was completed.